Event description:
N/a.

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicating that no incident happened; the mayfield pin headrest was difficult to close.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report no.: 3004608878-2019-01070 and 3004608878-2019-01069.

Event description:
This is 2 of 3 reports. A sales representative reported in behalf of the customer that the a1059 mayfield modified skull clamp slipped during unspecified cases with no patient injury reported. Additional information has been requested.